Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that they were getting insulin flow blocked while doing a bolus. The customer¿s father said his son was having a blood glucose of 575 mg/dl. They were trying to do a bolus but it stopped and alarmed insulin flow blocked. The insulin did not exit with the 5.0u fill cannula. The customer was advised to change the set. The father reported that son was not feeling okay. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.